Manufacturer narrative:
Lens meets manufacturing specifications.

Event description:
A pt was already wearing sunsoft torics and due to his high rx and high astigmatism, facility reordered these lenses for him since his were over two years old. However, before he rec'd his new lenses, he developed a corneal ulcer in his right eye and staining his left inferior cornea. Facility felt the problems were caused by hypoxia under the thicker inferior part of the lens, exacerbated by the age of the lenses. Treatment of the ulcer involved cessation of all cl wear, as well as antibiotic therapy. After one month when all signs and symptoms had abated, facility felt it was safe to resume cl wear so facility dispensed the new pair of toric lenses which facility had been holding for him (ordered on 5/20/97). The fit looked good and his acuity was acceptable. After two weeks, he exhibited signs of inferior corneal staning. Due to his high rx and high oxygen demand, facility felt that rgp's would be a healthier option. Since pt had already tried rgp's in the past with no success in adaptation, he was reluctant to give up his torics until he was assured success with the rgp's. After a few weeks on unacceptable discomfort with several different rgp's. Pt insisted on returning to his sunsoft torics again, limiting his wearing time as much as possible, after a while facility once again saw signs of corneal disruption under the thicker part of the lens. At about this time, a new, toric lens came out which promised to deliver more oxygen that the options currently available (proclear tailored torics). With these lenses and a new pair glasses, pt's eyes are doing better and he now wanted to return his sunsoft torics. Although it has been five months since his lenses were ordered, co hopes these extenuating circumstances surrounding his protracted fitting period will be considered and that a refund will be an option.